Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative.

Event description:
It was reported that urine built up when a patient¿s device stopped working, and the built up urine caused an e. Coli staph infection. It was noted that the staph infection happened between (B)(6) 2006. See MFR. Report #6000032-2013-00320 for information about the patient¿s device not working. Additional information has been requested but was not available as of the date of this report.